Event description:
The customer reported the pads/CPR meter cable caused the device to fail the user initiated operational check. The individual test failure was not specified. This is a reported testing only failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the pads/CPR meter cable caused the device to fail the user initiated operational check. The individual test failure was not specified. This is a reported testing only failure. There was no patient involvement. Philips sent the customer a replacement pads/CPR cable to resolve this issue.